Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the superficial femoral artery with no tortuosity, mild calcification and 75% stenosis. A 5.0x20mmx90cm fox sv balloon catheter was advanced without resistance and the balloon was inflated; however, the balloon ruptured on the first inflation at 8 atmospheres/20sec. Reportedly, the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. The device was simply removed. An unspecified balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.